Manufacturer narrative:
Exact date unknown, event occurred six months from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site as well as inadequate pain relief. It was also noted that the patient had difficulty in charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.